Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The report that the device was revised due to ¿eol¿ was confirmed. Analysis and longevity calculation found the device had declared eri, eol, and the battery depletion due to usage was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Based on analysis of the returned device (17feb2026), decision was changed to not reportable as device experienced expected device longevity.